Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 4.2 had failed. A field service engineer (fse) found that drawer 4.2 had failed and could not be recovered. Investigation revealed that a pocket had failed because it was not closed before the drawer was shut, resulting in an unsecured cubie that caused the entire drawer to fail. The fse recovered both the pocket and the drawer and explained the correct procedure for handling drawer failures due to cubie issues. The drawer was successfully recovered and inventoried. The fse completed proactive inspection process. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.